Event description:
It was reported that during the procedure, a 4.0x15 rx xience xpedition stent delivery system (sds) was advanced via femoral access into a 6-fr non-abbott guiding catheter and to a mildly calcified lesion in the mildly tortuous proximal left circumflex coronary artery without resistance and the stent was implanted without issue. After the balloon was completely deflated without issue, the sds was then withdrawn from the vessel without resistance, however, when reaching the guiding catheter, resistance was felt between the xpedition balloon and the distal end of the guiding catheter and, though no force was applied, the balloon became wedged/stuck inside of the distal end of the guiding catheter. Both the xpedition sds and guiding catheter were removed from the anatomy as a single unit. After removal, the distal end of the balloon was also noted to have bunched at the end of the guiding catheter. The procedure was considered completed, as intravascular ultrasound confirmed satisfactory stent wall apposition. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that a balance middleweight (bmw) universal guide wire had been withdrawn along with the 4.0x15 rx xience xpedition stent delivery system and non-abbott guiding catheter all as a single unit, but that there was no issue with the bmw.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device from the guiding catheter post-deployment was not confirmed. Balloon wrinkle/bunching was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.